Event description:
It was reported that the patient experienced an infection. The location of the patient's symptoms was at the lead location. The lead was removed and the patient was currently recovered from the infection. Lead replacement surgery was planned for the near future. If additional information is received, a follow up report will be sent

Manufacturer narrative:
Lead model 37081, lot # unk, serial # unknown, implanted: unk explanted: unk.

Event description:
Additional information received noted that the patient experienced skin breakdown. A revision occurred. Regarding how the patient was now and if they were receiving effective therapy it was noted "yes".

Manufacturer narrative:
Extension model # 3708140 lot # njb103973v implanted 2011-(B)(6) explanted unknown; programmer model # 37743 lot # nke171512n; lead model # 3888-45 lot # v780541 implanted 2011-(B)(6) explanted 2012-(B)(6); lead model # 3888-45 lot # v780541 implanted 2011-(B)(6) explanted 2012-(B)(6); recharger model # 37752 lot # nka156706n; extension model # 3708240 lot # nkb004720v implanted 2011-(B)(6) explanted unknown; lead model # 3777-45 lot # v879946016 implanted 2011-(B)(6) explanted 2012-(B)(6). Additional information determined that the correct manufacturing site for this event is site # 3004209178.